Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the pump not pumping, therefore device was unable to be cycled. During the procedure the cylinders and pump were removed and replaced with a new device. No information was provided about the patient's outcome. Additional information received indicated patient dissatisfaction and device not cycling were listed as reasons for procedure. It was further reported that the patient did not experience any adverse events and had a successful new implant following the procedure.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. Product analysis confirmed the reported pump malfunction based on the identification of pump functional test failures. The pump failed deflation test which verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. The pump also failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. Based on these identified failures, product analysis confirmed the reported pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the pump not pumping, therefore device was unable to be cycled. During the procedure the cylinders and pump were removed and replaced with a new device. No information was provided about the patient's outcome. Additional information received indicated patient dissatisfaction and device not cycling were listed as reasons for procedure. It was further reported that the patient did not experience any adverse events and had a successful new implant following the procedure.